Event description:
The implantable neurostimulator was unresponsive to telemetry events by the physician programmer. The pt was taken to surgery. Intraoperatively the device remained unresponsive to telemetry events. The device was not flipped. Device registration shows the neurostimulator was replaced. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).